Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient, the device would intermittently not power up. Once the device was powered up, the device would shut down inappropriately. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.